Event description:
The customer contact reported the device did not deliver. On (B)(6) 2010 at an unspecified time, the device was programmed in the outpatient oncology clinic to deliver in the continuous mode, an unspecified chemotherapeutic medication, at a rate of 2.5ml/hr and a 240ml container size. The customer contact reported the delivery was for a duration of 5 days. At 1400, the delivery was started. On (B)(6) 2010 at 1230, the homecare patient returned to the clinic. At that time, the nurse noted the device display indicated 235ml was delivered; however, the container was full. The device was removed from clinical service. The physician was notified. At that time, the physician ordered an additional week of chemotherapy. The customer contact stated there was no change in the patient status. No medical interventions were provided. During testing at the user facility, the device delivered less than expected. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not completed. The device history was downloaded at the manufacturing site. A review of the device history indicates that on (B)(6) 2010 at 1704, the device was programmed in the continuous only delivery in ml, with a 2.5ml rate and a 240ml container size. Between 1705 and 1706, the keypad was locked and the delivery started. There is a new date stamps indicated on (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010. On (B)(6) 2010 at 1610, the infusion was stopped. At 1612, the device was powered off. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).